Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and to provide the results of the final investigation. Updated fields: g3. Corrected fields: h2, h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred after a complete primary repair of bladder exstrophy therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: a2, a4, a5, a6, b6, b7, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of distal end perforation and irregular distal tip rubber glue due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited distal end perforation and irregular distal tip rubber glue. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.